Event description:
An issue was reported involving a malfunction on the pump, which resulted in the customer's blood glucose level being displayed as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) and did not require additional third-party assistance. Technical support assisted the customer in resetting the pump by providing necessary information, and the customer could continue using the pump without further issues. The customer understood instructions to call back if the malfunction code recurred.